Manufacturer narrative:
One device was returned for repair with complaint that the pump displayed lec 45520 and a red screen alarm. Service history review identified there was no indication that the complaint was related to a service of the device within the 12-month period. Review of event log found system fault 45520. The issue was replicated through functional testing. The cause of the reported issue was a damaged dose key button on the keypad. The issue was resolved by replacing the keypad and overlay. Device passed all functional and delivery tests after repair activities were completed.

Manufacturer narrative:
B3: day of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump displayed lec 45520 and a red screen alarm. Patient involvement is unknown.